Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported to integra that on (B)(6) 2018, a 009300xpst assembly had a burning and melting smell. The unit was opened up and found that the light housing was melting and burning. There is no information provided regarding patient injury or death alleged and delay in the surgery. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found nicks and scratches on the cover and the back, left-corner was dented. In addition, the bottom of the lamp assembly and the mating section of the base were melted around the power pins. The ferrite was detached from the line filter and adjacent to the location of the dent in the cover. Functional test found the unit powered "on," the lamp ignited and both fans were functioning. The reported complaint was confirmed. The root cause was not conclusively determined.